Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 213175 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 213175, test base part number 195-430wjr / lot 210876. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 213175 showed that the complaint rate is (B)(4).. A product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.

Event description:
The consumer reported four false negative results with binaxnow covid-19 ag self-test on (B)(6)2022 on nasal swab. The consumer stated that he performed 4 tests on (B)(6)2022; two (2) tests for himself and two (2) tests for his wife and tested negative on binaxnow covid-19. A confirmatory test (pcr) was performed on (B)(6)2022 and generated a positive result for him and his wife. This MFR. Report addresses test one (1) of four (4) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported four false negative results with binaxnow covid-19 ag self-test on (B)(6) 2022 on nasal swab. The consumer stated that he performed 4 tests on (B)(6) 2022; two (2) tests for himself and two (2) tests for his wife and tested negative on binaxnow covid-19. A confirmatory test (pcr) was performed on (B)(6) 2022 and generated a positive result for him and his wife. This MFR. Report addresses test one (1) of four (4) tests. No additional patient information, including treatment and outcome, was provided.